Event description:
In 2008, the pt reported that when she changed the insulin cartridge of her infusion device six days earlier, she attached a new adapter. She stated she then tried to prime but could not get any insulin to come out of the tubing. She stated she did not receive an error code. She said she then changed the adapter again and was able to successfully prime. Later in the day, she said she noticed that all the insulin from the original prime had spilled into the chamber compartment of her infusion device and that the device display was completely illegible. She said she dried out the device with a hair dryer on a cool setting and the display appeared to be fine for a couple of days, but is now illegible again. She stated she has switched to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.